Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the abdomen for between 5 and 24 hours when the patient developed pain, redness, and swelling at the insertion site. The patient reported the elevated blood glucose up to around 400 mg/dl during the event. The patient removed the pod and sought medical attention at the hospital, where the patient was diagnosed with a significant skin infection and a subcutaneous abscess. The patient underwent surgical excision of the abscess under local anesthesia and was prescribed antibiotics and pain medication. (Name of the medications were not provided). Two days later, the patient returned to the emergency department due to persistent infection and required a second surgical procedure under general anesthesia to fully remove the remaining infected issue. Following the procedure, the patient was discharged and required daily home-care nursing support for about one month for wound cleaning and bandage changes. The patient did not retain the pod.